Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image disappears temporarily occurred because the video function did not work properly due to faulty connector. The cause of the defective connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a therapeutic procedure, the hd camera head had intermittent connection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The evaluation has not yet begun or has not been completed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.